Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient saw the por (power-on-reset) message on their programmer (pp) regarding the ins on their right side, but they thought that their battery was dead. It was noted that since the por, they had a return of bladder pain, and they don¿t know if they can take the pain anymore. Regarding cause, the patient stated that a safe in their home was locked, and they had used a magnet to try to unlock it. It was reviewed that with a por, their stimulation is now off, and it was recommended that they follow up with their healthcare provider. The patient stated that their healthcare provider can¿t see them until (B)(6), so the ¿rep option¿ was reviewed. No further patient complications are anticipated or expected as a result of this event.